Manufacturer narrative:
Product analysis found verified not working properly. Unit presented with older software. Software has upgraded. H6: codes are updated. Previously applied fdm b21, fdr c21, fdc d16 and img g02030 codes no longer applicable. Product ID no.: nim4cpb1, serial number: (B)(6), lot number: product analysis found that missing outer shroud. H6: codes are updated. Previously applied fdm b21, fdr c21, fdc d16 and img g02005 codes no longer applicable. The img code for product ID no: nim4cpb1, serial number: (B)(6) is g04070. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that after troubleshooting issue got resolved. The staff waited for system to turn on and finish its self test.

Event description:
It was reported that prior to usage, the nim vital system would not turn on. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: p2026876/222904773, ubd: , UDI#: 00763000395902 h6 : analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.